Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion devices were returned with fractured anchors and intact suture strings. One anchor is fractured at the proximal end of the suture window, the other anchor has the distal end fractured away from the distal end of the suture window. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A clinical review states all documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the information provided, a user error was the likely cause of the reported adverse event. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during an arthroscopy, the anchor of two (2) bioraptor knotless suture broke. The broken pieces were removed from the patient with tweezers and suction. Surgery was completed without delay, using a back-up device in an additionally drilled bone hole, a void was left on the patient. No further complications were reported. Patient's status is good.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).